Manufacturer narrative:
Date of event: 2016. Additional suspect medical device component involved in the event: model #: sc-2317-50 serial #: (B)(4). Description: infinion cx 50 cm lead model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the symptoms were consistent with breakdown of implant electrode of scs lead. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the symptoms were consistent with breakdown of implant electrode of scs lead. The patient will undergo an explant procedure.